Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-feb-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician stated that had to remove 2 essures within the last two months (this case refers to the first patient). No additional information was provided. Follow-up received on 11-feb-2016 no new clinical information provided. Follow up information was received on 19-feb-2016 from the physician's office. The patient's initials and date of birth were provided. Essure was removed on (B)(6) 2015. Follow-up received on 24-mar-2016: product technical complaint investigation and final assessment were received: the bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had to have it removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case the exact reason for essure removal was not reported. Physician only stated that had to remove 2 essures within the last two months. Despite the limited information provided, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information is being pursued.

Manufacturer narrative:
Follow up 30-jun-2016: no response after follow up attempts. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had to have it removed. This event is serious due to medical significance and listed in the reference safety information for essure. In the present case the exact reason for essure removal was not reported. Physician only stated that had to remove 2 essures within the last two months. Despite the limited information provided, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was received.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs